Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "two cmac blades failed during intubation on the same patient". No negative impact in state of health reported.

Manufacturer narrative:
New information received on 12-june-2025: duplicate complaint was added to the system with the product return (B)(6). Thus, this MDR needs to be updated to cover all available information for this article with this serial number. Additional new available information: return date: 09 may 2025. Change of internal complaint ID: (B)(4).